Event description:
(B)(4) clinical study. It was reported that coronary occlusion occurred. In (B)(6) 2013, the patient was presented with stable angina and index procedure was performed. The 90% in-stent restenotic, 18.7mm x 2.05mm, eccentric, type b target lesion contained a lesion bend of < 45 degrees and was located in the moderately calcified, non-tortuous distal circumflex (cx) artery with timi 3 flow. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 24mm promus element¿ plus stent at 11 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. In (B)(6) 2013, the patient developed coronary occlusion. The physician performed angiography and percutaneous coronary intervention (pci). In (B)(6) 2013, the patient condition was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).